Event description:
Additional information was received that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable and the patient lost therapy as a result. Surgical intervention may occur to address the issue.